Event description:
Customer reported that the low pressure alarm for the css console reserve air tank was sounding, even though both the primary and reserve air tanks were full and the css console was connected to the wall air source. There was no patient impact. This alleged failure mode did not pose a risk to the pt because it did not negate the ability of the console to continue to perform its life-sustaining functions. In addition, function of the primary air was not affected. There appears to have been an alarm where no alarm condition exists. Syncardia has requested that the css console be returned for evaluation when it is no longer supporting the pt.